Manufacturer narrative:
D2a - simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4 - this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a single false positive result with the ID now covid-19 assay 2.0 performed on (B)(6) 2026. Per the customer, the patient tested positive for covid-19 using an unknown test on an unspecified date in (B)(6) 2026. It is unknown if additional testing was performed. No additional patient information, including treatment and outcome, was provided.